Manufacturer narrative:
Additional information was received on november 3, 2022. The date of birth was provided and populated in section a. The device seemed be falling out of the pocked. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 460cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was accompanied by pain and swelling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.